Event description:
Patient's meter would not power on when inserting new strips. However, the meter did power on using the on/off button or a different vial of strips. No symptoms present. No medical attention required.